Event description:
Customer reported the left monitor screen is black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported system. System operates as intended.